Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a tandem charging cable was connected to the pump. While the pump was charging, the pump began to smoke and subsequently the battery was unable to be charged. It was unknown if the smoking was related to the charging cable, pump or outlet. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to an alternate method of insulin therapy.